Event description:
Reportedly, during a follow-up performed on (B)(4) 2016, the subject pacemaker had reached the recommended replacement time (rrt) with battery impedance at 15.74 kohm. The penultimate follow-up was on (B)(4) 2016 with a displayed longevity of 16 months +/- 1 month and a battery impedance at 5.67kohm. The subject device was explanted will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated within specifications.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2016, the subject pacemaker had reached the recommended replacement time (rrt) with battery impedance at 15.74 kohm. The penultimate follow-up was on (B)(6) 2016 with a displayed longevity of 16 months +/- 1 month and a battery impedance at 5.67kohm. The subject device was explanted will be returned for analysis.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2016, the subject pacemaker had reached the recommended replacement time (rrt) with battery impedance at 15.74 kohm. The penultimate follow-up was on (B)(6) 2016 with a displayed longevity of 16 months +/- 1 month and a battery impedance at 5.67kohm. The subject device was explanted will be returned for analysis.